Event description:
It was reported that during a low anterior resection procedure, there was some difficulty in grasping the firing handle. The device could not be fired. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). Evaluation summary. The device was not returned for analysis. However, there was a packing lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed, and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.